Event description:
It was reported that this artificial urinary sphincter stopped working and would not activate. The pump was found to have no fluid and would not cycle. The patient was anesthetized, and pump reactivation was attempted without success. A revision surgery is planned. No patient complications were reported.